Event description:
It was reported that the patient felt dizziness and gets hot flashes. At follow up, the electrogram for the lead showed noise and during threshold testing interference appeared. There was also a high sensing integrity count. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found there was oversensing with non-physiological/ short interval counts (sic). There was eight non-sustained tachycardia sensed with short intervals on (B)(6) 2012.